Manufacturer narrative:
Eval summary: the customer sample has not been received. The complaint history was reviewed and there was one other complaint of this nature reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the formulation stability data for opti-free plus japan lots currently enrolled in the stability program was conducted and all lots remain within spec through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. Consumer allergy, sensitivity, product use, and lens care practice cannot be confirmed. The root cause of this report was due to customer misuse (use of expired product). Add'l info was requested and received. (B)(4).

Event description:
A user facility reported that keratitis was observed following use of this product was in conjunction with contact lenses. The keratitis was noticed in the cornea and sclera of both eyes. Corneal opacity and infiltrate were also observed. The reporter indicated that the doctor instructed the pt to discontinue contact lens wear. A culture of the solution in the lens case was taken and it yielded the bacteria, burkholderia cepacia. Add'l info was received from the facility that indicated the symptoms have resolved and the bacteria found was possibly related to lens care. The product had been one month past its expiration date when the customer used it.